Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed during treatment. Patient opened the cycler door, removed the cassette and found fluid inside the door. Treatment was cancelled. During follow up, the patient reported there were no serious injuries or complications. The patient's effluent remains clear. He was not prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.